Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 297 millimeters (mm) from the terminal pin. Visual inspection revealed insulation damage and the conductor coil was stretched likely due to electrocautery and laser extraction. Laboratory analysis was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was explanted during a routine device change out procedure. Another lead was successfully implanted. No adverse patient effects were reported.